Event description:
Pump kept alarming 'occlusion' even when tubing was disconnected. Magnesium rider running 100ml/hr. Vtbi 100. Bag is relatively full. Medication was already switch to a different pump when I collected the defective pump.